Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. While removing the needle from the donor the needle guard was bent so it didn't cover the needle as it should and her finger was nicked with the dirty needle. Customer states needle sticking out of the side of the needle guard. Wings were bent/twisted not allowing to properly enter guard.

Manufacturer narrative:
(B)(4). The original fax report indicated that the wings on the side of the needle were twisted or bent, while during the follow-up, it was indicated that the protective needle cover was bent. Caridianbct was unable to receive the kit back for investigation and failure mode confirmation. From (B)(4), "there is no published evidence that most patients undergoing a therapeutic apheresis procedure involving platelet depletion are at any more risk of having infectious blood-borne pathogens in their blood than the general population at large." The needle guard used on trima disposables sets were tested and validated under the (B)(4) plant test series (B)(4). This kit was not available for a specific root cause analysis, corrective and preventative actions by quality assurance. If the kit is later received (after this record is closed) and findings differ from the info presented in this record, and addendum will be added to correct/update the investigation findings. A trend review was conducted for this lot. No other similar events for this lot number have been reported to date. Trends suggest that the event reported is random and isolated on a general basis. Trends are regularly monitored to determine appropriate preventative and corrective actions by mfg or engineering. No further eval will be done on this specific report. No root cause could be determined because we were unable to received the kit back for investigation.